Event description:
Device being used during heart transport - ready to take pt off bypass. Noticed blood oozing from port. Cardiotomy filter found to be clotted off. Blood then sprayed from device on room, ceiling, etc. Device clamped and replaced. Pt transferred 4u ffp, 4u prbcs, 5u platelets. Pt condition stable.